Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was not returned for evaluation based on the clinical details the cause of the issue was most likely use related since a 4 minute bag change exceeding the 2 minute change recommendation was observed in the data logs prior to the hpp event which was resolved with tissue plasminogen activator (tpa). E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26236 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella rp flex and that they encountered low purge flows. As a result, tissue plasminogen activator was started to resolve the purge flow issue. The patient was stable.